Event description:
It was reported that the lesion was located in the moderately calcified, mid right coronary artery. Two xience v stents were chosen to treat a long lesion. The first stent, a 3.5x18 mm xience v, was implanted in the distal part of the lesion. An attempt was made to place the 3.5x23 mm xience v; however, resistance was felt during advancement of the stent delivery system (sds) on the guide wire. During retraction of the sds from the patient resistance was also felt. Another 3.5x23 mm xience v was used with the same guide wire to complete the procedure successfully. No adverse patient effects or clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Resistance during removal of the guide wire was confirmed. Resistance during advancement of the sds over the guide wire could not be confirmed. Based on visual, functional, and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: runthrough; guide cath: cordis jr4; rhv: cordis; sheath: cordis. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.